Event description:
It was reported via repair work order that the head end lift was elevated and would not lower due to the lift coupler. It was further reported that the power cord prongs were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.